Manufacturer narrative:
H.6. Investigation summary for lot 9241020, bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for clotting with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that cbc's are clotted with a bd microtainer® map microtube for automated process k2 edta 1.0 mg. The following information was provided by the initial reporter: the nurse educator in our neonatal department is concerned over the number of cbc¿s that have been cancelled as being clotted. Pre-analytical (accession) and myself are trying to get to the reason why so many are cancelled as clotted. We¿ve done a number of observations of nursing staff collecting the cbc¿s, both venous and capillary, and tried to note any kind of pattern or deficiency in technique. Can¿t find any. Our pneumatic tube system has been validated for map tube transport, so that was struck off the list. We even took temperatures of where the nursing department stored their tubes and that seems acceptable. Additionally, on 2020-02-12 the bd sales consultant provided the following additional information: did the course of treatment change? Unknown when did this issue start occurring? Ongoing since I started as a tech ii here in may 2019.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9241020. Medical device expiration date: 2021-02-28. Device manufacture date: unknown. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown." A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that cbc's are clotted with a bd microtainer® map microtube for automated process k2 edta 1.0 mg. The following information was provided by the initial reporter: the nurse educator in our neonatal department is concerned over the number of cbc¿s that have been cancelled as being clotted. Pre-analytical (accession) and myself are trying to get to the reason why so many are cancelled as clotted. We¿ve done a number of observations of nursing staff collecting the cbc¿s, both venous and capillary, and tried to note any kind of pattern or deficiency in technique. Can¿t find any. Our pneumatic tube system has been validated for map tube transport, so that was struck off the list. We even took temperatures of where the nursing department stored their tubes and that seems acceptable. Additionally, on 2020-02-12 the bd sales consultant provided the following additional information: did the course of treatment change? Unknown. When did this issue start occurring? Ongoing since I started as a tech ii here in may 2019.